Manufacturer narrative:
The sample has been sent from the hospital for investigation. It has been analyzed by r&d under magnification. The foreign matter has been identified as a movable tiny clot of foreign material with some fibers (not identified). The clot has a maximum size of 1.16 mm. Production documentation has been revised in order to understand if some deviations were present. The analysis of the production documentation doesn't show any deviation from the technical specification. Moreover it was verified that any other complaint about the same indicated batch has been registered; even if the lot is made of (B)(4) units and just (B)(4) are available in stock. Stock has been visually controlled using a statistical method: according to iso 2859-1 a I level, aql=1,0 tightened inspection has been applied. On the (B)(4) units checked, 1 piece has been found defective due to the presence of foreign matter; however, considering the standard acceptability, the lot can be considered in compliance. Contamination could have countless causes and it is difficult to understand and find the root cause. Considering that silicone material has electrostatic properties, the risk of contamination with loose particles is higher, even if the production is done in an environment where particulate is controlled (cleanroom class iso 8) and production operators wear dedicated gowns and shoes. The loose particle has not been detected because the operators responsible for the assembling steps and packaging in the pouch of the product, didn't see the foreign matter and didn't discard the unit. It was considered necessary to sensitize the operators in order to keep more attention to visualize possible contaminants present on the product and discard the defective units.

Event description:
Drainage found dirty at packaging opening. The unit was not used on the patient.